Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc leaked. The hospital reported that blood leakage occurred during the puncture process. The quantity is 1 tube. The sample can be returned and photos can be provided. Green claim is required. Complaint reply letter and receipt letter are required.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1.the customer returned 1 photo and 1 used defective sample, 1) the photo shows blood in the part connecting the extension tube to the catheter hub, but the specific location of the leakage could not be identified. 2) the returned sample shows that the sku is 383083, the batch number is 5018515. 3) conduct an appearance inspection on the returned sample, no damage was observed in any part of the sample (including the catheter, catheter hub, extension tube, and pp connector), the same time, 45psi leakage test was conducted on the returned samples, and no leakage was found on the returned sample. 2. DHR/bhr review (lot#5018515): 1) the products of this batch were assembled at intima ii auto line 4 in feb 2025, and packaged at r240 & cfs package line in feb 2025. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 3. The retained sample of this batch is taken for 45psi leakage test, the sample test is qualified, no leakage is found. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because all tests of the returned samples meet product specifications, and the information from feedback does not allow us to determine the specific location of the leakage, so the root cause of leakage cannot be determined.the plant will continue tracking the issue.

Event description:
No additional information available.